Event description:
Lawsuit papers allege "break in the post of the tibial component of the orthopaedic implant. The clip holding the polyethylene had migrated outwards and the knee had progressively migrated into a varus alignment. No other pt info.